Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. The patient's weight was (B)(6) pounds. No further information/complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3986a lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. Product ID 3986a lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and occipital neuralgia. It was reported the leads were too deep. One of the leads came off. He did not put the leads in correctly and because of that the device did not work in the right location and did not help migraines. When she turned the ins on, stimulation did not go to her head like it did before. Instead of working on her head, it was affecting her shoulders and her shoulders would shake all over. They kept adjusting it but it never worked right. She then asked to take the ins out as she did not want to go through surgery again when they have to cut the back of her head open. The ins was explanted but they could not take the leads out and she still has leads in the back going up into the back of her skull. No further complications were reported/anticipated.